Event description:
An hcp reported a result on the a1cnow system was 6.9% and the lab test was 5.7%. The difference between the tests could be clinically significant. No adverse events were alleged. Product was not replaced.

Manufacturer narrative:
Patient information was not provided.